Manufacturer narrative:
Evaluation summary: referring to product inquiry the trochanteric nail kit, ti gamma3 ø11x180mm x 125° is stated to be the primary product. The lag screw, end cap and the locking screw are considered associated products. Failures in material or manufacturing of the affected nail returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected item reported was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The received nail is completely broken in the bridges of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after an implantation period of 11 months. Material deformation and friction marks at the medial / distal and the lateral / proximal edge of the lag screw hole indicate high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. The counterparts were found on the lag screw in the areas with friction signs where the edges of the sliding grooves had become worn. The affected implant is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Generally the risk of a breakage will increase with the increase of load cycles and load level. Based on the above the nail breakage is not linked to a deficiency of the device, but is rather considered patient related (non union of the fragments resulting in prolonged overload by the patient) contributed by a considerable intraoperative damage of the gamma3 nail caused by a deviated step drill, which had led to a significant weakening of the nail in the area of the proximal locking hole for the lag screw, followed by the fatigue fracture after an implantation period of 11 months. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the surgeon that the device broke and patient was revised.

Event description:
It is reported by the surgeon that the device broke and patient was revised.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.